Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump history in relation to insulin delivery was inaccurate. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that there were two days in the pump's history that were inaccurately showing that no insulin was given. The two reported dates were (B)(6) 2012. The dates were confirmed as having zeros for insulin delivery. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an incorrect insulin delivery history. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 06/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. A review of the bolus history indicated that no boluses were delivered on (B)(6) 2012. The black box and pump histories indicate that the pump was suspended from 11:46 pm on (B)(6) 2012 and insulin delivery was not resumed until 12:09 am on (B)(6) 2012. A normal bolus, audio bolus, and a bolus from the meter remote were successfully performed and all three boluses were accurately recorded in the pump history. There was no evidence of keypad button hypersensitivity during investigation. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.